Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had random motor error alarm and no delivery alarm and button was less responsive and scratches on screen and unable to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring : black. Customer returned pump for alleged keypad unresponsive/button error alarm, no delivery/occlusion alarm - unknown timing, alleged cosmetic damage on the body of the insulin pump and the screen and a drive/motor anomaly on (B)(6)2022. Insulin pump's history and trace files downloaded successfully using thus software. The test p-cap locks properly into the reservoir compartment. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and the keypad voltage test, and no unexpected no delivery alarms were encountered during testing. All buttons were tested individually for their functionality and all passed. Motor was tested outside the device on a test board station and passed. No keypad unresponsive/ button error alarm noted during testing. No "no delivery" alarm was found in history and trace files. No keypad unresponsive button error alarm was found in the history and trace files. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly motor or force sensor. No damage to key traces on j1 connector and electrical board was not unlocked during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, and minor scratches on liquid crystal display window. No delivery alarm was not confirmed during testing. Keypad unresponsive/button error alarm was not confirmed. Driver/motor anomaly was not confirmed. Cosmetic damage on the body of the insulin pump and the screen was confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.